Event description:
Healthcare professional "rupture, capsular contracture baker grade ii". This record is for the right side. Device has been explanted and replaced. Hole, non-specific observed during surgery.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture".